Manufacturer narrative:
Patient¿s weight is unknown. Date of event is unknown. This report is for six (6) unknown 2.7mm cortex screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for cortex screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal of hardware due to non-union on (B)(6) 2017. Removed hardware included a left metatarsophalangeal (mtp) variable angle (va) fusion plate and six (6) cortex screws. None of the hardware failed. A revision is not scheduled at this time. This report is for six (6) unknown 2.7mm cortex screws. This is report 2 of 2 for complaint (B)(4).